Event description:
On 22-may-2026 the user reported that on 22-may-2026 they administered a long-acting insulin injection and subsequently reconnected to the ilet while the injected insulin remained active. The user observed blood glucose trending downward and disconnected the ilet after recognizing that insulin from both sources may have been contributing to glucose lowering. The user resumed ilet therapy after approximately 24 hours and reported blood glucose was 106 mg/dl. Outcomes included no injury, no medical intervention beyond self-management, and no hospitalization related to this event. Investigation included a customer interview and troubleshooting and education regarding appropriate pump reconnection after use of long-acting insulin. Investigation of this case revealed no device malfunction, no component failure, and that the event was consistent with concomitant long-acting insulin leading to excess insulin on board when the pump was first resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to concurrent long-acting insulin administration when restarting pump therapy.